Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the second dwell cycle of peritoneal dialysis therapy. A supply bag had fallen and disconnected. The technical service representative assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A system error 2240 occurred when a supply bag fell and became disconnected. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and it also states that falling bags can result in a disconnection or a leak. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.